Event description:
Event description guidant received information that at a follow-up procedure, the test strips were showing loss of ventricular capture. The impedance is >3000 ohms and the physician decided to remove the lead.